Event description:
A surgeon reported having a patient with no cylinder correction in the left eye following bilateral intraocular lens (iol) implant surgeries. The patient is not happy with the outcome. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 12/08/2010 by fax and mail. A completed questionnaire has not been received. (B)(4).